Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received when an ¿old¿ cartridge was being refilled. Contact did not know how much insulin was injected into the cartridge. Additional insulin was inserted and the cartridge was successfully filled. Tandem technical support informed customer that per labeling, cartridges are for single use only. Contact acknowledged information. Blood glucose ranged within 70-300 mg/dl.